Event description:
The initial reporter stated that the spike set had particulate matter on it. They stated that they've seen "red spots and black fibers" on the spike. They stated that the patient had not been affected by this because the issue was noticed prior to the set being used. Mmdg could not follow up with the initial reporter because no contact information was provided. No additional information was available. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg for investigation, no investigation could be completed. This report will be updated if the device is returned to mmdg.